Event description:
It was reported that the customer received a motor error alarm on the insulin pump while priming. The customer's blood glucose was not known. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. He was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime rewind tests. The unit was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the lcd window and a cracked reservoir tube lip.